Manufacturer narrative:
The remote service engineer (rse) determined that the unit did fail to meet specifications. Rse advised customer follow steps in the service manual for the 1012 error. Customer found f2 open and is soldered on. Rse advised customer will need to replace the power supply and provided part number. Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. It is unknown if any parts or repair has been conducted. The complaint will be processed for closure. If additional information is later obtained, the complaint will be reopened.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12jan2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a ventilator experienced a air valve liftoff failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.